Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens had a low vault and the patient experienced elevated iop. The patient was given oral and topical anti-glaucoma drugs and the iop was 16mm.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - elevated iop after icl implantation is an anticipated event that may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), hypertensive response to steroids, etc. Treatment of early iop spike through post operative medication, recommended by staar as part of surgeon training, has been successfully performed on this patient. Conclusions : based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
(B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was explanted.